Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) a scratch or foreign material like dirt was found on the optic. The surgery was completed without product replacement. Additional information was requested.

Manufacturer narrative:
The company lens 23.5 was not returned. The lens remains implanted. The provided video was reviewed. The cartridge preparation was not shown. Viscoelastic can be observed at the loading area. The lens was loaded and rapidly advanced without biasing the lens down. An company handpiece was used. The lens is advanced to the end of the tip with a slight pause at mid-nozzle. The company cartridge tip comes back into view as it is inserted into the incision. The lens is advanced into the eye. A whitish particulate is observed on edge of the optic, right side. There was no attempt made to remove the material. The lens remains implanted. Iol product history records were reviewed and documentation indicated the product met release criteria. An company handpiece was indicated. The viscoelastic indicated viscoelastic has not been validated for the company handpiece combinations. The root cause for the reported foreign material could not be determined. The lens and foreign material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The parameter settings for the company handpiece cannot verified. However, a 3-second dwell was not observed. There did not appear to be a difference in the initial and final velocity. Per the company handpiece dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).